Event description:
It was reported that the customer experienced a high blood glucose level of 540 mg/dl. The infusion set was leaking around the quick release. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.